Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Resistance testing found the lead was not electrically continuous, and detailed analysis and x-ray was performed and confirmed that there was a fracture approximately 15 cm from the terminal pin. Due to the location of the fracture, evidence suggests that the damage was likely caused by cyclic fatigue near the clavicle/suture sleeve. The allegations of high impedance and noise were likely related to the fracture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead triggered a lead safety switch due to out of range high pacing impedances greater than 3000 ohms. The patient was seen in the clinic, where when switched back to bipolar configuration there was no capture at max output. Review of the device found observations of noise that was oversensed when in unipolar configuration, and boston scientific technical services (ts) discussed the possibility of damage to rings in header. Physician explanted and replaced the device and the rv lead. No additional adverse patient effects were reported.